Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was broken after removal. Customer's blood glucose level was unknown. Customer reported that the sensor appears to be fully inserted and flat against the skin. Troubleshooting was performed for broken sensor. Sensor will not be returned for analysis.